Event description:
It was reported the atrial lead was explanted and replaced due to noise. The atrial lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer insulation breached depression; full lead was returned and analyzed.